Event description:
When dr. (B)(6) tried to insert spsof into pancreatic duct, the stent was kinked and no longer inserted. ((B)(4)). So dr. (B)(6) used another spsof-7-12. ((B)(4)). Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x spsof-7-12 of unknown lot number was not returned to cirl for evaluation. This file captures the kinking of the stent due to user error of an incorrect sized wireguide. This file is related to pr 356025 (MDR ref # 3001845648-2022-00182) which captures the user error of an incorrect wireguide with the replacement device. Documents review including IFU review: prior to distribution all spsof-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0055-4 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ a review of the manufacturing records for the spsof-7-12 device could not be completed as the lot number is unknown. There is evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.